Event description:
On (B)(6) 2012, the reporter contacted lifescan from (B)(4) on behalf of her husband (the patient) alleging an unknown error message issue with a one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The reporter was unable to complete troubleshooting of the alleged issue. The meter was replaced.based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an unknown error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.